Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the users request was confirmed. It was discovered, the noise occurs due to damage to the board of the video connector, and no image was displayed. The images could not be obtained due to damage to the imaging unit. In addition, it was noted, the curved rubber adhesive was missing the video connector was cracked. There were also scratches on the curved rubber, the video connector, the operation part, the grip, the up/ down plate, the right/left plate, switch button 1, the light guide connector, light guide cover glass surface and the video connector case. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex deflectable videoscope image did not appear and had a momentary blackout during maintenance and inspection. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon (no image) was caused by a defect of the image sensor unit, or the failure of the internal circuit board of the video connector, or overall system caused. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.